Event description:
It was reported that during a routine follow-up, a lead safety switch was detected. The switch occurred in (B)(6) 2023 for a bipolar right ventricular (rv) impedance measurement measuring greater than 3000 ohms. During the follow up, the high out of range impedance measurement was observed. The patient performed provocative maneuvers, and noise was sensed. It was suspected that the lead was fractured. Subsequently, a new rv lead was successfully implanted. No additional adverse patient effects were reported. The old rv lead was deactivated and remains implanted and will not return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow-up, a lead safety switch was detected. The switch occurred in (B)(6) 2023 for a bipolar right ventricular (rv) impedance measurement measuring greater than 3000 ohms. During the follow up, the high out of range impedance measurement was observed. The patient performed provocative maneuvers, and noise was sensed. It was suspected that the lead was fractured. Subsequently, a new rv lead was successfully implanted. No additional adverse patient effects were reported. The old rv lead was deactivated and remains implanted and will not return for analysis.